Manufacturer narrative:
No patient information as patient was not present. A medtronic field service engineer visited the site and found the o-arm door was jammed and rotor misaligned. When realigning rotor and inspecting door cable he found the door cable guides damaged and bent. New door winch kit was ordered and installed. New door winch resolved issue system tested fully functional after door winch assembly installation.

Event description:
A site representative reported that their o-arm gantry would not open. They reported that the gantry looked off-track, it made noises but would not open. No patient present.

Manufacturer narrative:
The hardware investigation of the returned door winch found that the reported event was related to physical damage. It was found that the center gear and shaft were bent. The small gear containing the nut to manually open the door was also bent. This was also causing abnormal wear on the gears. The reported event was confirmed.